Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficult catheter removal is inconclusive, unknown clinical conditions. One photo sample of a powerpicc solo was returned for evaluation and one radiographic image was returned for evaluation. An initial visual observation of the photo showed fibrin sheath formation at the distal end of the catheter. Use residue is visible throughout the catheter. A length of fiber is visible in the suture holes of the wing. Adhesive residue appears to be visible on the proximal portion of the catheter. Based on the description of the reported event and photo sample provided, possible contributing factors include fibrin sheath formation. The information provided shows evidence of potential contributing factors but does not allow for the confirmation of difficult catheter removal; consequentially, the complaint is inconclusive, unknown clinical conditions. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the power PICC solo 4 fr was successfully implanted in the patient in (B)(6) 2017. On (B)(6) 2018 due to the end of the therapy it was decided to remove the device. There were difficulties in removing the catheter as the catheter had "grown to the vein". The catheter was removed via interventional surgery using a guidewire.